Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Patient reported left side deflation. The device remains implanted.

Event description:
Patient reported, left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, opening curved in anterior and white particles inner device. Leak test and microscopic analysis was performed which identified, sharp opening on anterior. Observed, void >1 mm in non-textured, valve-to shell-bond area. And observed, void on valve side within specification per qa199.06 (texture side) is not considered, a workmanship. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on anterior (valve bond edge) assessed, as an unidentified (tear) opening.